Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Symptoms reported include vomiting and weakness. The patient was diagnosed with hyperglycemia and was treated with an insulin drip and fluids. The patient also reported that they had a magnetic resonance imaging (MRI) to see if there were any blockages in the stomach. The patient was sent home on the same day.

Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded by medical staff. We are unable to confirm or determine the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.3 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.